Manufacturer narrative:
(B)(4). The initial MDR text did not state the assay name of the false reactive result. Evaluation: erratic beta-human chorionic gonadotropin, ca19-9xr, and free trioodothyronine results. Wash zone 1 and 2 needles. Wash zone 1 and 2 needles, reagent 1 needle, sample needle. The sample needle was last replaced on (B)(6) 2009. The sample needle is cleaned on a daily and weekly basis and it is replaced every three months. After performing a twenty replicate reproducibility test, the reagent 1, reagent 2, and sample needles were replaced. Another twenty replicate reproducibility test was performed with a % cv of 6.24. The wash zone 1 and 2 needles were then replaced. The customer also observed an intermittent reproducibility problem on ca 19-9xr and one time on free triiodothyronine (ft3). The complaint issue was resolved by the replacement of the pre-trigger/trigger manifold. The repeatability test was performed where the results were within acceptable ranges. Based on the available information, no product deficiency was determined. The wash zone 1 and 2 needles, reagent 2 needle, reagent 1 needle, sample needle, and pre-trigger/trigger manifold were replaced during troubleshooting of the instrument. The complaint issue was resolved by the replacement of the pre-trigger/trigger manifold. A review of the complaint history for architect isystem (B)(4) over the period of time of (B)(6) 2008 through (B)(6) 2009 was performed. The service history review found one previous incident of the architect i2000sr, (B)(4), generating discrepant results or imprecise controls where no deficiency was found in the reagent lot in use. No additional incidents have been documented since the component replacement of the pretrigger/trigger manifold.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000 analyzer has generated a false positive result on a patient sample. On (B) (6) 2009, the initial result was positive at 498.9 (which suggests an extra uterine pregnancy). On (B) (6) 2009, another sample was collected and the result was negative. The account then retested the primary tube and the result was negative. There was no adverse impact to patient management reported.